Event description:
It was reported the cable cracked on the camera head, and there was a possibility of disconnection. There were no reports of patient harm.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found cable cracks and the core wire was exposed, so it was likely that the cable easily disconnected. Additionally, water tightness failure due to cable damage and internal corrosion (flooding) of the charge-coupled device was observed. The cause was linked to the device but was unable to trace more specifically. Based on the results of the investigation, it is likely that the following led to the malfunction: the cable was cracked and the core wire was exposed, so it was likely that the cable was easily disconnected. It is likely that the water seeped through the cracked (scratches) part of the cable, resulting in a watertight failure. It is likely that water flooded through the cracked (scratches) part of the cable and caused internal corrosion of the charge-coupled device. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.